Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing; the air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The arctic front catheter was inserted into the flexcath steerable sheath. During aspiration, air was coming out of the flexcath sheath. The physician replaced the arctic front catheter and the flexcath steerable sheath and the same problem occurred. The cryoablation procedure was not performed; rf procedure was used instead. No adverse event occurred.